Manufacturer narrative:
The velocity was fractured approximately 2.3 cm from the hub, and kinked approximately 33.5 cm from the hub. No damage was observed on the hub. The complaint has been evaluated. The initial complaint indicated that no other devices were capable of connecting to the velocity hub. Evaluation of the returned device revealed that the hub was undamaged and functional. Three different demonstration rotating hemostasis valves (rhvs) were used to connect to the hub, and test its functionality. The root cause of the complaint could not be confirmed. Further evaluation revealed that the velocity was kinked and fractured. This type of damage likely occurred during attempts to connect the catheter to an rhv, or during packaging for return shipment. If the device is manipulated during use or return packaging at an angle with force, it is likely that this type of damage would occur. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a velocity delivery microcatheter. While preparing the device for use, the physician was unable to connect another device to the hub of the velocity microcatheter. The procedure successfully continued using a new velocity microcatheter. There was no report of any adverse event on the patient.